Event description:
On (B)(6) 2025, the user reported prolonged elevated blood glucose levels and skin irritation at infusion sites. The user has a history of allergies and was using a specific skin prep product, which appeared to cause irritation, redness, and site reaction. The user noted no bent needle or bleeding and confirmed that all insertions were on the stomach or arms. The issue persisted through multiple site changes using supplies from the same box. Replacement supplies were sent. The highest bg reported was 400 mg/dl, and the elevated levels lasted for approximately 10 hours. The ilet alerted the user, and bg levels were eventually corrected through a supply change. No medical intervention or external assistance was required, and no symptoms beyond the site irritation were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.